Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the staples were not properly formed during laparoscopic sleeve gastrectomy. The staple line was also incomplete on proximal area. A clip applier was used to complete staple line and another reload was used to complete the case. There was no patient injury.